Event description:
It was reported that continuous glucose monitor displayed error message and customer experienced issue with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and error message did not appear again after reset; no additional information was received regarding further outcome of event.